Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Mother of patient reported that her son's infusion sets been falling off. The mother reported her son has been swimming but she attempts to keep the area dry. No adverse health outcome reported.

Event description:
See MFR #: 2183502-2016-01619.